Event description:
The customer reported to olympus that the image disappeared intermittently while using the hd autoclavable camera head. The issue was found during preparation for use. There was no delay to the procedure, and the diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The fse found a severe noise on the image when the cable moved, and there was leakage due to breakage of the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the video function was not working properly due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.